Manufacturer narrative:
The complaint of a puncture in the catheter is confirmed and will be considered user related. Returned for eval is the delivery system for the powerglide catheter that includes the guidewire, introducer needle and the damaged 10 cm catheter. Gross and microscopic examinations of the complaint sample revealed a puncture in the quadraflex catheter material and a severed catheter. The device was returned to bas with the needle protruding through the catheter wall and the guidewire lodged inside the catheter tubing. Magnified views of the puncture site shows an irregular edge with a broken and jagged veneer. The catheter is twisted over the distal tip of the needle. The device was returned with the introducer needle protruding through the wall of the catheter. The portion of the wire that contains the outer coils is lodged inside the tubing. No wire breakage was observed during gross and microscopic examinations. It is possible that during the placement procedure the introducer needle may have initially perforated the catheter or during recannulation partially cut into the tubing wall. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter. It appears from the info provided by the complainant and the condition of the sample returned to bas, the catheter was no completely inserted prior to retraction of the introducer needle. If the needle tip is inadvertently pulled out of the vessel while the catheter is being advanced, the needle will no longer support the catheter which could allow the catheter to kink over the guidewire during the advancement of the catheter. If the catheter kinks while over the guidewire, the catheter is susceptible to buckling and bending resulting in complications during the placement procedure. The product instructions for use (IFU) provide written and illustrated info on proper placement techniques and how to avoid circumstances that could jeopardize the functionality of the catheter. A lot history review (lhr) of rexl0404 showed no other similar product complaints from this lot number.

Event description:
Powerglide had pierced through the vessel wall and was threading easily, but patient said it was hurting. When I retracted needle, it was stuck. I could not pull the line or needle out of the arm. Sent to interventional radiology to have powerglide removed using fluoroscopy. Powerglide came out in one piece after twisting it out of the arm. Fluoroscopy showed needle and catheter had been thread outside the vessel wall and was coiled. No parts were left inside the patient's arm.